Manufacturer narrative:
One 15mm loop, bi-directional, curve d-f, sensor enabled, advisor fl circular mapping catheter was received for evaluation. The catheter shaft was noted to be fractured just proximal to electrode 11, and the conductor wire was fractured in the same location as the fracture consistent with an open circuit and the reported noise issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured catheter shaft and conductor wire remain unknown.

Event description:
This report is being submitted based on analysis which revealed a fracture in the catheter shaft.